Event description:
In 2009, a patient contacted vistakon stating that he/she was diagnosed with a corneal ulcer while wearing acuvue oasys contact lenses (cl). The following month, our firm spoke with the pt who stated that he/she was dx with a corneal ulcer by a doctor at a medical facility where he/she worked as a nurse in the operating room and that he/she always wore protective eyewear. The pt requested a refund for a multipak of lenses. The pt stated that he/she wore lenses on a daily wear schedule, replaced them every 2 weeks and used renu multipurpose solution. The pt stated that he/she had resumed lens wear. The pt discarded the suspect product. Our firm last spoke with the pt nine days later, and refered him/her to the prescribing eye care professional (ecp) for a yearly eye exam and an updated cl prescription. Early of the month, our firm contacted the online supplier who stated that the patient purchased one multipak ou in late 2008. The patient also purchased 1 multipak ou in 2008; the pt's rx expired 01/2009. In 2009, the prescribing ecp's office stated that they had seen and examined the pt once in 2008 for a routine eye exam. In 2009, our firm spoke with and received faxed clinical notes from the treating doctor. The doctor stated that the pt was diagnosed with od keratitis/non-infectious cu involving the epithelium, no stromal ulceration, located outside of the visual axis in the inferior third of the cornea. The report stated that the pt was first seen at the "eye surgery and laser center" approx three months prior, when he/she presented with "red eye od x 2wks". Sle revealed "1+ cell flare"; va 20/200, pinhole 40. The treatment plan included vigamox every 2 hours for 2 days, then qid, recheck in 5 days. The report stated that the pt returned the following month, and was seen for a cosmetic consultation. There was no notation of a follow-up for the ocular event. The month after the original month, our firm contacted the treating doctor's office for additional information. The doctor's office stated that the va was not assessed during the f/u visit the same day, and that there was no additional information regarding status of the pt's eye.

Manufacturer narrative:
A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The product in question was not available for evaluation. No additional information is expected. MDR reportable events are reviewed in quarterly management review meetings. Device discarded - unable to follow up.